Event description:
Per provider: 4 way valve stuck. Per independent repair center statement: unit alarming or red light. The key failure was 4 way valve stuck. Additional issues are inlet filter missinf and nylon ties loose hardware.